Event description:
A report was received from the affiliate indicating that during coronary stenting procedure after failing to place the stent, the system taken out of the patient. On the table, it was noticed tht the stent had fallen off the delivery system. No additional information has been forthcoming despite multiple investigational attempts.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.